Event description:
A hospital in (B)(6) reported via a distributor that there was an open circuit on the inspiratory limb of an rt340 adult breathing circuit.this was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (B)(4) for investigation. The electrical resistance of the inspiratory heater wire of the breathing circuit was tested using a multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire resistance was too high and was therefore outside of specification. A lot check revealed no other complaints of this type for lot 110901. Conclusion: we are unable to determine the cause of the failure. Resistance tests and visual inspection are performed on all breathing circuits during production and those that fail are rejected. This suggests that the heater wire resistance became high post production, possibly as a result of a weak crimp.